Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield stent (ped2) met resistance in the hub of a phenom 27 microcatheter and the stent was damaged. The patient was undergoing surgery for treatment of an unruptured, saccular, left posterior communicating artery (pcom) aneurysm with a max diameter of 3.4 mm and a 2.2 mm neck diameter. The landing zone arterial diameter was 4.1 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was noted as good. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The pipeline was used for an approved indication (on-label). The pipeline was prepped and inserted into the hub of the microcatheter. Once inserted into the hub of the microcatheter, the pushwire of the pipeline met resistance and the wire could not be pushed smoothly. It was noted that the pipeline was not stuck. The pushwire was removed, placed on a table, and resistance was still met when pushing. When the whole device was pushed out of the introducer sheath it was observed that the distal end of the stent was frayed/flowered. There was no damage to the catheter or pushwire. A new ped2 of the same size was deployed to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices include: phenom 27 microcatheter.